Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the bending section cover or distal sheath was punctured; distal end plastic cover had dents on the distal end frame; bending section cover or distal sheath rubber had a hole and the bending section was broken. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, the uretero-reno videoscope, failed the leak test. The issue was found during the preparation for use. The procedure was unknown. There were no reports of patient harm. The device was returned and an evaluation found a hole in the insertion tube. This report is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer provided the following information regarding the event: "the scope was used, and no issue was reported by the operating room. The issue was identified during a leak test while the scope was being cleaned in our decontamination.".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4 and h6. The b5 reportable description was corrected based on additional information provided by the customer with regards to the event occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, physical stress was applied to bending section during device handling by the user, which led to damage of bending section. The event can be detected and prevented by handling the device in accordance with the followinn sections of the instructions for use: urf-v2/v2r operation manual: -chapter 3 preparation and inspection "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." -chapter 4 operation 4.1 warnings and cautions: operation "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist." "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.